Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient experienced itchiness n their back bandage. The next day, they weren't sure if the device was working and thought maybe it might be a migration of a wire. As a result of what was reported, they changed sides and stimulation was increased to a comfortable level. No further patient complications have been reported as a result of this event.